Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn and shortened. It could not be determined when or how this damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms indicating that there was no issue to deliver insulin. No other damages that would affect insulin delivery were observed.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours.